Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (b)(6) 2026. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the D zone of the Parkes Error Grid. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).